Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in one piece for evaluation. Visual inspection, x-ray examination and electrical test were normal with no issues noted. The lead connector passed insertion testing into the test implantable cardiac monitor device and is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field event. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the left ventricular lead exhibited high pacing impedance. The lead was not used and replaced. The patient was stable.